Event description:
This device was explanted because of a possible rv lead fracture that causes the patient to received 40 shocks on (B)(6) 2015, leaving the device at eos. There were no adverse patient events reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the ICD was interrogated, revealing the battery status eos, 151 charging cycles were recorded to the device memory. The memory content of the device was inspected. During the analysis of the available iegms, noise was observed in the right ventricular channel, leading to multiple charging cycles that partially resulted in shock delivery as mentioned in the complaint description. Therefore, a sensing test was performed, and the device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be as expected. The analysis of the shock holter data showed that an amount of 92 charging cycles was performed by the device within an hour on (B)(6) 2015. As a result of that fast successive charging the battery status eos had occurred. The eos status was removed with a technical programmer and subsequent interrogation revealed the battery status eri. The amount of charge taken from the battery was verified, revealing the battery status eri to be as expected. In a next step, the ability of the device to deliver therapies was verified. The antibradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In conclusion, the memory content as well as the therapeutic functionality of the ICD was extensively analyzed. In the available iegms the occurrence of noise was observed in the right ventricular channel, leading to fast successive charging cycles that partially resulted in shock deliveries. The activation of the eos status resulted from that fast successive charging. However, a thorough analysis of the ICD proved the device to be fully functional. There was no indication of a device malfunction.